Event description:
It was reported that the customer's device would power itself off shortly after the device was powered on. The device would not have the ability to adequately deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio further evaluated the device and was able to verify that the internal hlc batteries were dead and the device wouldn't power on; however after the internal batteries were charged, the device exhibited normal device operation. There have been no discrepancies found during the device evaluation. The cause of the reported failure could not be determined.